Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this week they had three separate foleys with balloons with holes in them, one was a temperature sensing probe foley and one was a silicone foley catheter. The foley fell out as a result. They still had the product (attached are pictures of the lot numbers) ¿ the holes were not visible, but when you try to reinflate the balloon, the balloon did not inflate and the water just leaked out (attached are videos, but it was hard to really visualize in the video). They would also be escalating this through their risk departments there, but they wanted to get this info to you as soon as they could first as this was a huge safety risk. They needed a new foley inserted. Per investigator notification received via task on (B)(6) 2025, it was reported that an additional balloon ruptured silicone foley catheter sample received. Per additional information received via email on (B)(6) 2025, the reported event that it happened and the catheter was discarded and unfortunately, they don¿t have the lot number for this one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this week they had three separate foleys with balloons with holes in them, one was a temperature sensing probe foley and one was a silicone foley catheter. The foley fell out as a result. They still had the product (attached are pictures of the lot numbers) ¿ the holes were not visible, but when you try to reinflate the balloon, the balloon did not inflate and the water just leaked out (attached are videos, but it was hard to really visualize in the video). They would also be escalating this through their risk departments there, but they wanted to get this info to you as soon as they could first as this was a huge safety risk. They needed a new foley inserted. Per investigator notification received via task on 14apr2025, it was reported that an additional balloon ruptured silicone foley catheter sample received. Per additional information received via email on 05may2025, the reported event that it happened and the catheter was discarded and unfortunately they don¿t have the lot number for this one.